Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implanted infusion pump containing hydromorphone (20mg/ml at minimum rate). The indications for use included chronic low back pain and spinal pain. It was reported that the patient's pump was alarming and was empty as of (B)(6) 2016. The patient reportedly had the pump set to minimum rate and was unable to use it. Pump logs indicated the last time the pump was updated was (B)(6) 2014. This was the first time this hcp was seeing the patient, and the reason pump was not being used was unknown. The patient did not reportedly miss a refill. The patient's new hcp reportedly did not trust the pump since it was not used for a while, and would not be filling the pump. The pump was to be replaced soon , and the alarm was silenced during the call. During programming of the pump, the hcp programmed the reservoir volume to 20ml and the low reservoir alarm to 1ml, even though it was reviewed that these values did not reflect what was in the pump. No patient symptoms were reported, and no further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 2017-apr-20. It was reported that the patient's weight at the time of the event was unknown. The pump had not been removed yet at the time of the call, but was to be replaced by a surgeon in little rock. It was noted that the pump would likely be returned, and a manufacturer representative was expected to be present for the procedure. It was noted that the empty pump occurred because the patient never went back for a refill, and the patient's physician left the clinic. It was confirmed that the situation had not been resolved at the time of the call.

Manufacturer narrative:
This information is unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.